Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one of the pamphlets on the device stated it was for single use only, not to clean or use it over 29 days due to the dehp. The patient was allergic to many things and had problems with eyes swelling up when the device was used. A different brand was used by the patient for 30 years without problem but it was no longer manufactured and had to use our device. Switching to a different one was not possible because no one would make a custom trach out of pvc. The customer tried to use the only custom trach in the country that was made from silicon bivona but the patient died. It was found out the patient was highly allergic to silicon.